Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenovideoscope with a single use distal cover, the distal cover fell off (into the patient¿s mouth) when the scope was removed from the body. The distal cover was immediately collected from the patient's mouth (by the physician by hand). There was no health hazard to the patient. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that there was a problem with the mounting method of the tip cover (maj-2315), or that the tip cover was defective and the fixation was loose. Olympus will continue to monitor field performance for this device.